Event description:
Dr put side effect electrode into the suction sheath and the ceramic tip of the electrode broke off into the knee and was retrieved. Dr proceeded and put a 2nd electrode into suction sheath and again the ceramic tip broke off and was sucked up into the sheath and not in the knee.